Event description:
Information received indicates the brake is not holding. Casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced both head end brake casters to repair the stretcher.